Manufacturer narrative:
Insulin pump received with error alarm during rewind due to corroded motor home switch. Minor scratches on the display window noted. Scratched keypad overlay noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that keypad was damaged. Customer's blood glucose was not reported. Insulin pump would be replaced.